Event description:
(B)(4). I have had heavier and longer menses since first period after device was implanted. I have gained about 15 pounds even though I've been in the gym working out. I have been unable to sleep consistently through the night. I have had extreme dry mouth, brain fog, pain in abdomen, bloating where it looks like I'm about 2-3 months pregnant, lower back throbbing pain, constant odor and recurring bv.